Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site since the twisting motion and it had bruising around it. It was noted that the ipg location has shifted and interfered with belts. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated for comfort. No device malfunction suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site since the twisting motion and it had bruising around it. It was noted that the ipg location has shifted and interfered with belts. The patient will undergo a revision procedure wherein the ipg will be relocated.